Event description:
It was reported that during a procedure, the bioraptor knotless for hip was inserted as per instructions for use. It was reported that when the inserter was removed, the driving tip broke off and remained inside the anchor. The removal was performed using a grasper with great difficulty. There was no apparent misalignment noted during insertion. It was confirmed that the anchor remained in patient without further incident and suture remained. It was reported that a part of the device fall off into the patient; the inner driver for the lug screw remained in the anchor after insertion. The debris was able to be removed with difficulty; the surgeon was confident that all of the debris was removed. The site had been prepared by abrading with a burr, and was pre-drilled with spade tip drill for a 2.9mm bioraptor. There was reported 8 minute delay in the procedure.

Manufacturer narrative:
(B)(6). One bioraptor knotless suture anchor, hip device was returned for evaluation of the reported complaint mode, "broken tip". Inspection of the returned device confirms the complaint as the tip of the inner driver is missing and there is evidence of a break on the remaining piece. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).